Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es application was not launched. The customer stated that the malfunction occurred, during that time user was able to remove the med from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching, it says unexpected data error occurred. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.